Event description:
The device was being used during a laparoscopic sterilization procedure. Reportedly, the device was inserted as the lower port in procedure. Upon insertion, the surgeon claims the safety shield did not immediately advance and a mesenteric vessel was damaged. This caused a major hemorrhage and the need for a laparotomy.